Event description:
Pt implanted with prodisc-c at c3-c4 and c4-c5 in (B)(6) 2010. Pt complained of persistent pain. Pdc removed (B)(6) 2011 and pt revised to fusion. This is the first of two reports for this event.

Manufacturer narrative:
Date of implant reported as (B)(6) 2010. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.